Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the log files identified programming error. Upon troubleshooting, fse replaced the coding field system interface board (cfsib) and reinstalled the software. After the replacement of coding field system interface board resolved the reported issue and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.